Event description:
A trilogy 200 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the final testing of the device a ventilator inoperative alarm condition indicating a motor start up failure was observed in the device's downloaded event log. The device's system board needs replaced to address the issue. Additionally, not related to the reportable issue, non-actionable errors were observed requiring the circuit to be reconnected and the device checked for leaks. No components were replaced for these issues. The customer requested the device be returned unrepaired.